Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by the patient that he underwent a right inguinal hernia procedure in (B)(6) 2011 and mesh was implanted. The patient underwent another procedure on an unknown date to remove the implanted mesh. The patient stated that the doctor reported the mesh was folded on itself when removed. The patient is experiencing loss of the right testicular nerve and sexual function and may need to have a reoperation to remove the right testicle. Additional information was requested.